Manufacturer narrative:
The device was received fully deployed. Investigation found an 0x1c alarm in the device data, indicating the pump has reached expiration time after 80 hours of operation. The downloaded data confirms the device has operated for 80 hours. No timeouts or drive stalls were observed in the device data. The device functioned properly as the generated alarm is a safety feature of the device. Additionally, inspection of the device found the cannula assembly with a severely shortened soft cannula. The damage encompassed the exposed portion as well as some of the unexposed portion of the soft cannula, just before the tip of the formed needle. The overall length of the soft cannula measured 0.522", which is out of specification. Although damage was observed on the exposed and some of the unexposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.